Event description:
The customer reported some occurrences of non-reproducible and erroneous positive cardiac troponin (accutni) patient results generated from a access 2 immunoassay system for an undisclosed number of patients. The dates of occurrence, number of involved patients, and actual patient results were not provided by the customer. The erroneous/imprecise accutni results were reported outside of the laboratory and were questioned by emergency room physicians. An unknown number of patients were admitted to the hospital in response to the erroneous/imprecise accutni results. Specific patient information, sample handling/collection information and instrument controls information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the mixer belt, mixer pulleys and aspirate probes. After completion of verified repairs the instrument was returned into operation. A definitive root cause for this event has not been determined to date.